Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016. Immediately following essure procedure, plaintiff was hospitalized for hemorrhaging. During this hospitalization she was informed that she also had multiple blood clots. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering from pain during intercourse. Since undergoing the essure procedure she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Essure-related pain became so severe that she was eventually prescribed methadone as treatment. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who, immediately following essure (fallopian tube occlusion insert) procedure, was hospitalized for hemorrhaging/multiple blood clots (understood as post procedural haemorrhage). She also reported heavy bleeding. Both events are listed in the reference safety information for essure. Possible adverse events that have been reported within 24 hours following the essure placement procedure include uterine bleeding/spotting. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the nature of the events, hemorrhaging/multiple blood clots and heavy bleeding are considered related to essure micro-insert therapy. This case was regarded as incident as a hospitalization was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who, immediately following essure (fallopian tube occlusion insert) procedure, was hospitalized for hemorrhaging/multiple blood clots (understood as post procedural haemorrhage). She also reported heavy bleeding. Both events are listed in the reference safety information for essure. Possible adverse events that have been reported within 24 hours following the essure placement procedure include uterine bleeding/spotting. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the nature of the events, hemorrhaging/multiple blood clots and heavy bleeding are considered related to essure micro-insert therapy. This case was regarded as incident as a hospitalization was required. Additionally, non serious events were reported. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs